Event description:
A nurse reported decreased aspiration with an irrigation/aspiration (I/a) handpiece during surgery. After surgery, viscoelastic was observed in the patient's eye. Additional information was received from the nurse reporting that this issue occurred during irrigation/aspiration mode. She stated the surgeon indicated that on the patient one-day post-operative examination, viscoelastic was observed in the anterior chamber and the uncorrected visual acuity in the affected eye was 20/200. The nurse further stated that the surgeon may need to perform additional laser treatment but that remains unconfirmed at this time.

Manufacturer narrative:
The investigation is in progress. The complaint sample has not yet been received for decreased tip aspiration and viscoelastic remaining in the eye. Per the customer (B)(6), the handpiece was tested after the case and it worked normally and additional surgeries were performed with the handpiece the next day with no problem. A root cause has not been identified. (B)(4).